Manufacturer narrative:
Additional information: it was reported that a second za9003 lens was implanted in the patient's eye. Patient was noted to be recovered, without problems. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that while implanting a za9003 intraocular lens (iol) (serial number (B)(4)) the surgeon did not load the iol into the cartridge correctly prior to implanation. As a result, he used extra force and the second haptic broke. While removing the iol, the patient's capsule broke. A secondary/back-up za9003 was implanted but fell to the ''vitreum-side''. The intraocular len was discarded at the site and will not be returned to the manufacturer.

Manufacturer narrative:
Additional information: adding contact phone number (B)(6). Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.